Event description:
It was reported while connected to a patient, "ventilator is on, air is not delivered and tube is not running". The inop alarm was activated and there was no allegation of patient harm.